Event description:
Caller states, the pt tested 1.7 inr on the coaguchek xs system and 2.44 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.